Event description:
Healthcare professional reported a lap-band with a leak, for which the patient was experiencing "epigastric pain, nausea and vomiting, and could not keep anything down." The events were first noticed when the patient came to the emergency room with "epigastric pain." The lap-band system was removed, but the device was not replaced.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number. Pain, nausea, and vomiting are surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.